Event description:
The customer reported being hospitalized due to high blood glucose of over 600mg/dl. The customer was experiencing unexplained high glucose for (B)(6). Troubleshooting was performed. The customer's most recent glucose reading was 469mg/dl, and she has treated with an insulin drip. The customer stated that the buttons were responding intermittently. The customer also stated that the insulin pump has a crack around the upper right hand corner and around the reservoir compartment. The customer stated that the insulin pump has been dropped and bumped. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.